Manufacturer narrative:
A pt pendant was sent to the account to repair the bed.

Event description:
Info received indicates the bed experienced an unintentional movement of the head down function. The distributor found that the head down button is permanently pressed down.